Event description:
A hemodialysis user facility has reported that during a pt's first hemodialysis treatment, the pt developed chest pain and shortness of breath. The pt's treatment was discontinued and the pt was sent to the emergency room. Multiple attempts have been made to obtain info and case details with no success. Medical records have been requested from the user facility and if they become available, a f/u report will be generated. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.